Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer is stating that the display is broken.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the original complaint issue of a broken display could not be confirmed, as there was no problem found with the display. However, it was discovered that the pc board would not run on battery power, causing the unit to shut down. (B)(4).

Event description:
Dealer is stating that the display is broken.